Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit was improperly prepared for use. The device's rfid logs were pulled and it showed the devices were subjected to multiple different uses. Each devices rfid logs shows different multiple use count. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the devices were inspected and was found to be within specification. The knife cut of the devices were tested on a silicone test strip with acceptable results. The heel gap of the devices were measured and it was found to be within specification. The devices were activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The devices were activated with the rotation knob in various positions to detect any problematic activation issues. The devices sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. It was reported that there was an adverse event without an identified device or use problem. A potentially related device issue could not be c onfirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device was not detected by the generator. The patient bled over 500 cc, and the hospitalization was extended for two days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device was not sealing and the patient bled over 500 cc and the hospitalization extended for two days. They used another like generator and it worked fine.